Manufacturer narrative:
A review of the surgical images submitted confirmed that the localized imaging test shots were a little below the target of 50% corneal thickness, however, the software could identify the centroid on all four scans. The software will offset the arcuate pattern appropriately based on the centroid identified in each scan. Most likely the cornea was perforated during the titration procedure performed during the phaco procedure. We were unable to reproduce (B)(6) comments regarding the progress bar being below where it should have been during the procedure. No indication of device malfunction was found. During a post-operative clinical follow up the doctor reported that no surgical intervention was needed and the patient was doing fine. Root casuse: doctor related during the phaco procedure

Event description:
Doctor informed to a lenasr field service representative that a patient had corneal micro perforations.

Manufacturer narrative:
A review of the surgical images submitted confirmed that the localized imaging test shots were a little below the target of 50% corneal thickness; however, the software could identify the centroid on all four scans. The software will offset the arcuate pattern appropriately based on the centroid identified in each scan. Most likely the cornea was perforated during the titration procedure performed during the phaco procedure. We were unable to reproduce dr. (B)(6)'s comments regarding the progress bar being below where it should have been during the procedure. No indication of device malfunction was found. During a post-operative clinical follow up the doctor reported that no surgical intervention was needed and the patient was doing fine. Root cause: doctor related during the phaco procedure

Event description:
Doctor informed to a lensar field service representative that a patient had corneal micro perforations.